Event description:
The technician alleged the side rail was hanging from the bed and would not latch. No pt impact.

Manufacturer narrative:
The technician found a broken slide bracket on the side rail. The technician replaced the side rail slide bracket to resolve the issue.